Event description:
The account alleges that the device had unintentional movement when the pt was raising the head section, and the knee section dropped some. The pt complained that their back began hurting as a result of the issue.

Manufacturer narrative:
The tech tested the device and was unable to duplicate the issue. The device operated according to specifications each time it was tested. This issue is being reported due to the pt complaining of back pain after the incident occurred. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.